Event description:
After the patient with this system took a bad fall, this rv lead had high impedances and intermittent oversensing, the atrial lead had loss of sensing. The physician decided to replace the whole system in case there was any damage to the device. There were no adverse patient events reported. The hospital retained the device. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.